Event description:
The hcp reproted that in 2004, an MRI/myelogram was done that demonstrated a "small catheter tip mass - 3mm." The catheter tip level was at t9. The pt was not experiencing any adverse symptoms - no recent increase in pain, no new weakness or paresthesias, no incontinence. The hcp treated the pt with a decrease in the morphine concentration and did serial mris. The pt status at present is reported as "unchanged neurological exam."